Manufacturer narrative:
Date of event and explant date is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119933. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken in (B)(6) 2025 wherein the system was explanted to address the issue. It is unknown which lead caused ineffective therapy.